Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, lot# l59326, implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 478 mcg/day. The indications for use were intractable spasticity and cerebral palsy. At the patient's last refill (on (B)(6) 2016 at 11:07), the expected residual volume was 8ml, and 25ml was actually aspirated. Catheter and rotor studies were planned for likely (B)(6) 2016. During the dye study, the hcp was unable to aspirate (no injection). The rotor study showed movement of the rotors. No action/interventions were taken. The cause of the volume discrepancy was unknown. The issue was not resolved. The patient's status was "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main device, the other relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter; product ID: 8709, lot# l59326, implanted: (B)(6) 1999, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from the manufacturing representative (rep) on november 13, 2017. It was reported a catheter dye study was performed on (B)(6) 2016, and a catheter revision occurred (B)(6) 2016. No further information was provided.